Event description:
The patient stated that her implant was "failing her¿ and had been going on for a couple of months. The patient stated that her implant "shuts downs" and patient would not have touched it for a few weeks, then patient was still having problems. The patient would synch programmer with implant and would then get a jolt like implant had not been on, but then it was on. The patient felt that implant was turning off internally. The patient verified that lightning bolt was showing when patient felt stim was on. The patient knew how to make adjustments and use her device. The patient stated she has tried following up with health care provider (hcp), which she just did a couple of months ago regarding issues and hcp just stated she needed to check her numbers, which was something he doesn't do. It was later reported on (B)(6) 2015 that the patient still had concerns regarding their device or therapy but was working with health care provider or manufacturer representative. The patient appointment was scheduled on (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0cttn, implanted: (B)(6) 2014, product type: lead. (B)(4).